Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083611/7086366.

Event description:
It was reported that the patient had been experiencing muscle spasms and pain in the ribs and abdomen following the implant of the spinal cord stimulator (scs). The symptoms were still present even when the stimulation was turned off and reprogramming did not improve the issue. It was noted that the symptoms were not device related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.